Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain electrical capture of the patient's heart rhythm. Complainant indicated mechanical capture was confirmed through checking central pulses on the patient. Complainant indicated that the clinician increased the current from 40ma to 70ma. They also attempted switching the lead and amplitude, but there was no signal. Later, the current was again increased to 100ma and capture was regained. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. The customer provided a video for review. However, while the video does show that the 3-lead ECG cables and multifunction cables were connected to the device, it does not confirm whether the cables were properly connected to the patient. The clinical file and activity log were not available for review. The r series operator's guide (pn: 9650-0912-xx) states, "the determination of electrical capture should only be performed by viewing the ECG trace on the r series display with its ECG connection directly attached to the patient. Use of other ECG monitoring devices might provide misleading information due to the presence of pacer artifacts." The device was recertified and returned to the customer. No trend is associated with reports of this type.